Manufacturer narrative:
The lot was manufactured between february 16, 2023 and february 17, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a damaged blue winged luer cap. Indentation marks from the manufacturing sealer equipment were observed on the cap. The reported condition was verified. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of a large volume infusor was broken. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.